Event description:
It was reported that a spectrum pump was not following set program for secondary infusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a secondary infusion at 400 ml/hr for 15 min followed by primary infusion for 999 ml/hr at vtbi : 999 ml. Device switched to primary infusion as soon as the secondary infusion was completed. A review of the event history log was performed but a date of occurrence and infusion parameters were not provided, however the last secondary infusion programmed by the customer is recorded on (B)(6) 2022. No abnormalities were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device ran as programmed and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.